Manufacturer narrative:
The date of event was reported as "within the last three (3) months". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device over-infused. It was further reported that the device emptied in twenty-four (24) hours. This issue was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.